Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net transmission with atrial noise detection. Upon electrogram review, no visible noise was noted on the pacemaker. Data stored on the pacemaker showed that the patient was experiencing atrial tachycardia at the time of the noise reversion detection. There was no pacing or change to the patient's therapy during the noise reversion as it was not a sustained detection. No programming changes were made to address this issue. The patient was stable before, during, and after this event.